Manufacturer narrative:
The event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that the patient had a watchman closure device implanted. One year post implant procedure the patient experienced a cerebral vascular accident.